Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 47 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient noticed that the size of their toe ulcer had increased and that it had turned white in the center. The next day redness was spreading up the patient's leg and they developed a fever, chills, and nausea with dry heaving and vomiting. The patient presented to an outside hospital where blood cultures were positive for group a streptococcus. A culture of the toe wound was positive for group a streptococcus and staphylococcus aureus. White blood cells were 18 upon admission. Blood cultures were negative at the (B)(6), where patient later followed up. The patient was started on a 6 week course of vancomycin, ceftriazone, and metronidazole. Originally the patient was started on piperacillin-tazobactam, but this was discontinued due to rising the patient's rising creatinine. The patient was discharged to home on (B)(6) 2018.